Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 4.1, lab-inr: 5.9. Meter-inr: 6.6, lab-inr: 5.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, inratio: 4.1, reference: 5.9, mean: 5.00, confidence-limits: 2.8-7.2. Set: 2, inratio: 6.6, reference: 5.9, mean: 6.25, confidence-limits: unable to determine. The mean is >5.0 and the difference is less than 2.2 for test 2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. No corrective action is required as no product deficiency was established. No further investigation is required. On 07/22/09 - biosite received and decontaminated 1 inratio2 meter (B)(4) and 4 loose strips (B)(4). In-house accuracy test. Test date: donor 2 ((B)(6) 2009), donor 3 ((B)(6) 2009). Returned meter (B)(4). In-house meters (B)(4). Returned strip ln: 211582pa (strip (B)(4)). Comparative sys: sysmex 560. Two therapeutic donors, results: donor 2 - donor 3. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established.